Event description:
It was reported that the during a routine device change-out due to eri, the header had to be dissected apart to remove the rv lead that was stuck in the header.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported header anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.